Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05481 and 2134265-2018-05486. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During preparation, the opticross¿ imaging catheter was checked and was able to produced and image but it was unable to performed automatic pullback. The motor drive unit 5 plus (mdu 5+) and the pullback sled were reconnected and at the same time the opticross¿ imaging catheter was also reconnected. The physician noticed lost image occurred. They reconnected it again but the opticross¿ imaging catheter unable to provide an image. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient¿s status was no injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was encountered at the non-heat shrink area in the telescope. Imaging core windup began 2.5 cm from the distal end of the connector shaft. The catheter was not able to properly pull back manually and automatically due to the encountered windup in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05481 and 2134265-2018-05486. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During preparation, the opticross imaging catheter was checked and was able to produced and image but it was unable to performed automatic pullback. The motor drive unit 5 plus (mdu 5+) and the pullback sled were reconnected and at the same time the opticross imaging catheter was also reconnected. The physician noticed lost image occurred. They reconnected it again but the opticross imaging catheter unable to provide an image. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient¿s status was no injury.